Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was capped, remains in the patient and replaced with a new lead due to chronic high threshold issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2004; 694958 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to chronic high threshold issues. No patient complications have been reported as a result of this event.